Event description:
While trying to monitor the heart rhythm of an "unstable" patient (age & gender unknown) the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.